Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their mystim programmer does not work anymore and they can't adjust stimulation. Patient mentioned they forgot to turn the stimulation off and the issue began on friday. Patient stated that both sides of the programmer are quite wrong and they cannot push up at all. Patient confirmed that they usually charge their implanted neurostimulators once a week. Patient mentioned they last charged their implant 3 days ago. Agent asked the patient if they were able to adjust their stimulation and patient said no. Agent had the patient attempt to connect the patient programmer to the implant. Agent asked patient what they were seeing on the screen on the mystim and patient mentioned seeing a triangle with an exclamation point. Agent had difficulty understanding exactly what patient was seeing on the display of the mystim. Patient changed the programmer batteries, but the issue was not resolved. Agent had patient connect to their recharger and patient confirmed their implant was charging with full coupling bars. The patient was redirected to their healthcare pr ovider to further address the issue. Patient's healthcare provider was dr. But they just saw a pain management doctor 10 days ago. Agent documented provided information to their best of their ability. Additional information was received from patient. Patient called back and stated they set up an appointment with their doctor, but their doctor told them they needed to call to have a rep come. Patient repeated that when they try to connect with the mystim programmer, they see a triangle with an exclamation mark. Agent had patient attempt to connect to the programmer; patient was seeing the screen indicating the implant needed to be recharged. Patient noted they did recharge the implant yesterday and it showed full charge. Agent determined the patient was using a wireless recharger and was referencing the recharger battery indicator. Agent had patient begin a recharging session and reviewed recharger tone indications. Agent advised patient to recharge the implant for a couple hours before attempting to connect to the programmer again. Patient will call back if further assistance is needed. Patient called back stating they charged their implant and their mystim programmer was still not working. Had pt use the programmer. Pt got info screen 'poor communication'. Pt did not have the antenna to use and was placing it over ins. A replacement patient programmer and an antenna were sent out. No symptoms were reported. Additional information was received from patient. Patient called back stating they got their patient programmer today but they could not turn stimulation off. During call patient attempted sync their programmer to the ins and to the message to recharge the ins. Patient was advised to recharge the ins.